Event description:
Healthcare professional reported via ansm (regulatory agency) a left side "rupture with intracapsular silicon diffusion", "silicone perspiration" and a capsular contracture baker grade iii. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "rupture with intracapsular silicon diffusion", "silicone perspiration" and capsular contracture baker grade iii. The following reported event(s) is a/are physiological complication(s), and device analysis typically does not help allergan determine the cause: capsular contracture grade iii.